Manufacturer narrative:
(B)(4). Returned glucose control and meter evaluated with no defects found. Most likely underlying root cause of malfunction: user reported test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low control results. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 10/17/2016 and open vial date is within 120 days. Control test performed during call with result of 158 mg/dl is below acceptable range. Control level one lot #4l1a97 acceptable range is 170 to 230 mg/dl. Control manufacturer's expiration date is 07/31/2016 and open date is within 90 days. Recall control test results performed from meter memory (below acceptable range): 151 mg/dl, 156 mg/dl. Adverse event not reported.